Event description:
It was reported by a customer on (B)(6) 2011 time lapsed and the fiber was not in use while the physician was using a turp instrument at 25,336 joules. It was not indicated by the customer that another fiber was used to complete the procedure. The patient outcome was not provided.

Manufacturer narrative:
The information received indicated an MDR was required on (B)(6) 2011.